Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. New jersey (nj), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code: (B)(4). FDA patient problem code: (B)(4).

Event description:
It was reported that syringe 3ml ll w/interlink vac was damaged. The following information was provided by the initial reporter: material no.: 303401 batch no.: 0150230 it was reported that the staff is experiencing quality issues with the syringe. Per email: "I've had many staff reporting quality issues, and the staff are not happy with the product overall. The previous item allowed nursing to insert and remove several times (into the same syringe). This product does not allow for this."

Event description:
It was reported that syringe 3ml ll w/interlink vac was damaged. The following information was provided by the initial reporter: material no.: 303401 batch no.: 0150230. It was reported that the staff is experiencing quality issues with the syringe. Per email: "I've had many staff reporting quality issues, and the staff are not happy with the product overall. The previous item allowed nursing to insert and remove several times (into the same syringe). This product does not allow for this."

Manufacturer narrative:
H.6. Investigation: two photos were received and evaluated. One photo displayed a loose 3ml syringe with plastic cannula attached. One photo displayed a blister pack from batch 0150230 (p/n 303401). It was observed the plastic cannula was bent in a 90-degree angle at the hub connection. Based on the verbatim, the defect does not appear to be manufacturing related. Please note, this product is intended for single use to be used on preslitted interlink injection sites after taking medication out of a single dose drug vials and is not compatible with conventional injection sites. Potential root cause for the bent cannula defect may be associated with customer misuse. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.